Event description:
It was reported that an asymptomatic patient presented for follow-up after a radiation treatment. Upon interrogation, the pacemaker was in back-up. Device download was performed successfully.